Manufacturer narrative:
The device was returned for analysis. All atrial pacing lead impedance entries recorded in the device image and programmer printouts were found to be high. Bench tests were performed, and the device was found to function normally. The cause for the reported field event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
During device implantation after connecting the atrial lead to the device, atrial sensing was low and impedance was high. The lead was reconnected several times but the values remained. The device was removed and exchanged. The patient was in good condition following the procedure.